Event description:
The device was being having a preventive maintenance performed and the device periodically indicated errors in automatic and functional tests. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Phone: (B)(6). Serial number not provided.

Event description:
The customer called into philips to report that the device periodically indicates errors. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.